Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument partially fired. The surgeon was able to complete the procedure with the device. The hospital has reported no patient injury occurred.